Event description:
The event was reported by a customer from (B)(6): "email from (B)(6) - nurse called patient pump showed air in the line message. Nurse went to patient's home to prime the set and she changed the tubing. When she went back the following morning the bag of IV solution was still almost full and the pump showed the volume to be infused was almost at 0. There was no leak from the tubing and the pump never stopped infusing, but the bag was almost full. She thinks that the patient never received his dose because the bag was changed the day before. The serial # has been requested. Someone was going to the patient's home today to switch the device; hopefully her manager would get back to us with the serial #. I called to see if she had a serial # and she didn't. (B)(6)."

Manufacturer narrative:
(B)(4).